Event description:
It was reported that resistance was encountered when removing the coil from the aneurysm. The coil was slowly retracted but coil movement could not be detected. Physician found that the coil had detached. A snare device was successfully used to remove the coil. There was no reported clinical consequence to the patient. The procedure was continued with another device.